Event description:
It was reported that during a transcatheter heart valve procedure, the delivery catheter system (dcs) was inserted over a non-medtronic (safari small) guidewire through an 18 french non-medtronic (gore dryseal) sheath. The first and final deployment was 2 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). When removing the dcs, the valve dislodged upwards into the ascending aorta. The valve was successfully snared into the ascending aorta, and the patient remained hemodynamically stable. A new valve was loaded, with overlap noted at the 3.5 node. Challenges were encountered while attempting to cross the snared valve, requiring the dcs to be pulled back just above the snared valve and rotated before advancing again. Concerns were noted regarding recrossing the arch due to calcification. The first and final deployment of the second valve was 3 mm on the ncc and 5 mm on the lcc. The valve was observed to be significantly constrained, with an infold noted after assessment in another view. A post-implant balloon dilation was performed using a 20 mm non-medtronic (true) balloon. No regurgitation was observed, and the gradient was not measured.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012362254); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012508011); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-26 (j331001); product type: 0195-heart valves; implant date (B)(6)2024; explant date n/a product ID boston scientific safari guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a product ID 20 mm true balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a product ID 18 french gore dryseal sheath (lot: unknown); product type: introducer sheath; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.